Event description:
It was reported that pt underwent primary hip procedure on (B)(6), 2007. Pt underwent revision surgery on (B)(6), 2010. No other information was reported. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4), 2011.